Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications after filling a cartridge with 250 units. The customer's blood glucose level was 265 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.